Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer called technical support (ts) reporting that the battery does not hold the charge. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse has dispatched a field service engineer for service and repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon a follow up, information was received from the key market stating that no actions have been performed at the customer¿s site. A repair quotation was sent to the customer; however, no feedback has been received. Thus, the quotation expired. For this reason, no more information associated with the event can be obtained.